Manufacturer narrative:
Updated fields: a3 - sex: patient sex was updated from female to male. B5 h6 - evaluation result codes, evaluation conclusion codes.

Event description:
Elegance clinical study it was reported that the subject experienced a grade b dissection during the index procedure. The subject underwent treatment with eluvia drug-eluting stent on (B)(6)2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. During treatment, dissection of grade b was noted due to the sterling pta balloon. In response to the event, a bailout stent was placed. The dissection was resolved the same day. On (B)(6)2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was located in the left mid and distal sfa.

Manufacturer narrative:
Updated fields: b5 - describe event or problem.

Event description:
Elegance clinical study. It was reported that the subject experienced a grade b dissection during the index procedure. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. During treatment, dissection of grade b was noted due to the sterling pta balloon. In response to the event, a bailout stent was placed. The dissection was resolved the same day. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was located in the left mid and distal sfa. It was further reported that the target lesion was located in the left distal sfa, excluding the previously reported mid sfa.

Event description:
(B)(4) clinical study: it was reported that the subject experienced a grade b dissection during the index procedure. The subject underwent treatment with eluvia drug-eluting stent on (B)(6)2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. During treatment, dissection of grade b was noted due to the sterling pta balloon. In response to the event, a bailout stent was placed. The dissection was resolved the same day. On (B)(6)2023, the subject was discharged from the hospital on dual antiplatelet therapy. It was further reported that the target lesion was located in the left mid and distal sfa. It was further reported that the target lesion was located in the left distal sfa, excluding the previously reported left mid sfa. It was further reported that the target lesion, previously reported to include only the left distal sfa, actually included both the left mid and left distal sfa.

Manufacturer narrative:
Updated fields: b5 - describe event or problem.

Event description:
Elegance clinical study. It was reported that the subject experienced a grade b dissection during the index procedure. The subject underwent treatment with eluvia drug-eluting stent on (B)(6) 2023 as a part of the elegance clinical trial. The target lesion was in the left proximal, mid, and distal superficial femoral artery (sfa), extending into the left proximal popliteal artery. The target lesion had a proximal reference vessel diameter of 5 mm, distal reference vessel diameter of 5 mm, and a lesion length of 100 mm. The target lesion was 100% stenosed and was classified as tasc ii b lesion. Prior to target lesion treatment, pre-dilation was performed using a non-bsc balloon, a 4 mm x150 mm sterling pta balloon, and a 5 mm x 150 mm mustang pta balloon. Treatment of the target lesion was performed by the placement of study device, 6 mm x 120 mm eluvia drug-eluting stent. The final residual stenosis was noted to be 10%. During treatment, dissection of grade b was noted due to the sterling pta balloon. In response to the event, a bailout stent was placed. The dissection was resolved the same day. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy.